Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing. Boston scientific technical services (ts) was contacted for assistance and discussed a possible root cause of a setscrew issue. The noise was intermittent and it was suspected that the noise was caused by electromagnetic interference (emi). Increased follow-up and monitoring was planned for the patient. A couple months later, the right ventricular (rv) lead was surgically abandoned and replaced. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates the physician suspected there was a micro-fracture on the rv lead. The rv lead remains surgically abandoned. No additional adverse patient effects were reported.